Event description:
Surgeon attempted to implant a silicone lens. The lens tore prior to insertion into the eye. No patient injury. The injector model was not specified by the facility. The cartridge model mtc60c fp. Lot numbers were not specified by the facility.